Manufacturer narrative:
(B)(4). Batch # p57w1a. Investigation summary - the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what were the indications for surgery? Rectum cancer. Were any of the firing strokes able to be completed? Unknown. When the device was not able to be opened, what was shown in the stroke indicator window? Unknown. Was the device able to be opened using the knife reverse technique? Yes. Why did the surgeon request another device and not use the same device? Because of no back-up device. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the device could not fire. During the endoscopic low rectal anterior resection, could not fire. Used knife reverse button to open the jaw. As this hospital did no have back-up device, changed the surgery to open surgery, used scalpel and suture to cut and sew the wound. The patient is stable and in the hospital now.